Event description:
It was reported that during a gastrectomy, the tissue pad was detached during use. The fallen piece was already retrieved. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.